Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during the surgery of cruciate ligament reconstruction, when tightened the white suture loop, the suture was broken off (as the attached photo shows). There were no adverse consequences to the patient. No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the white suture was broken. Also, it appeared that the distal part was slightly frayed. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l75788, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. No further procedure information was provided to determine at what point in time this failure occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. As per IFU 111882 the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament procedure on (B)(6) 2021, it was observed that the white suture loop on the rigidloop adjustable cortical implant, standard device broke upon tightening the knot. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.